Event description:
The customer received discrepant results for one patient sample tested for sodium and potassium. The sample initially resulted as 125 meq/l for sodium and 3.4 meq/l for potassium. These initial results were reported outside of the laboratory. The sample was repeated on another integra analyzer (serial number (B)(4)) and it resulted as 135 meq/l for sodium and 4.1 meq/l for potassium. The repeat was considered to be correct and a corrected report was issued for these repeat values on (B)(6) 2012. The sample was also repeated a second time on the original integra analyzer resulting as 135 meq/l for sodium and 4.1 meq/l for potassium. The patient was not adversely affected by the event. The customer did not provide lot numbers or expiration dates for the sodium and potassium electrodes. The field service representative was unable to duplicate the issue. He checked mix, dry, and general performance of the analyzer and found no issue. He exchanged the ise module with a module from another instrument and verified operation in both instruments. He noted that the primary tube used was centrifuged outside of the tube manufacturer recommendations. All controls and calibrations were within customer expected ranges.

Manufacturer narrative:
A specific root cause could not be determined. The ise module was replaced, theefore no further investigation was possible. No adverse event was reported.